Manufacturer narrative:
Follow up report 1 (correction): b5 and h6 sections were updated.

Event description:
It was reported that a day after implant, this right ventricular (rv) lead exhibited loss of capture (loc) when programmed in vvi mode. Additionally, it was noted that the pacing threshold measurement increased unexpectedly, and the pacing impedance was high and out of range. The lead captured when programmed in ddd mode, so boston scientific technical services (ts) advised to review x-ray imaging to confirm the lead position. At this time, no further information is available. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that a day after implant, this right ventricular (rv) lead exhibited loss of capture (loc) when programmed in vvi mode. Additionally, it was noted that the pacing threshold measurement increased unexpectedly. The lead captured when programmed in ddd mode, so boston scientific technical services (ts) advised to review x-ray imaging to confirm the lead position. At this time, no further information is available. The lead remains in service and no adverse patient effects were reported.